Manufacturer narrative:
A review of the device history record confirmed all product and components met usp and surgical specialties requirements for a size 0 pdo device. There were no retained samples or available stock for testing/review. No samples were provided by the end user. No photographs were provided for review. Pdo suture material can change color, become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for this particular lot was reviewed and met all current criteria. The suture breaking during use most likely resulted from the interaction of specific procedural related stress in contrast to the suture strength. The ¿precautions¿ section in the IFU for the barbed pdo device states: ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. ¿ without receiving sterile devices from the reported lots to test/review, receiving magnified photos of the broken devices or receiving details regarding the storage and handling of the device(s), exposure time prior to use, preoperative preparation of the device, procedure performed, or the surgeon¿s technique a definitive root cause cannot be confirmed at this time. Without receiving sterile samples from the same lot to review/test, receiving the exact broken device to review, photos of the exact sample or receiving detailed information regarding the shipping, storage and handling of the product, exposure time prior to use, preoperative preparation of the device, procedure performed, method utilized to anchor the device in the tissue or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
The patient underwent reduction and titanium plate internal fixation for left clavicular fracture in the hospital of (B)(6) county. When using the quill pdo absorbable suture, the suture broke and additional surgery time was required. The amount of blood loss was increased. Another suture was utilized to complete the surgery without further incident.